Event description:
Complainant alleged that during patient transport, the device's display blanked out for two seconds then would intermittently not display an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.